Event description:
It was reported to philips that the c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed by the customer when the issue occurred and the procedure got delayed and completed after adjusting the geometry. The philips field service engineer (fse) inspected the system on site and confirmed that c-arm was unable to perform geometry movements. Review of the system log file showed that the bodyguard was active and found the collision between table and stands. To resolve this issue, fse performed bodyguard adjustments. The system was returned to use in good working order. The codes were updated based on the investigation outcome.